Manufacturer narrative:
The reported events of high and low defibrillation impedance, oversensing noise, insulation damage and fracture were confirmed. As received, a partial distal portion of the lead was returned in one piece. Final analysis found that the insulation was crushed at 28.0 cm to 29.5 cm from the distal tip. In this region the optim sheath was slightly damaged, lead body tubing was compressed and appears to be damaged. The insulation was found breached between inner coil and superior vena cava (svc) cable lumens. The etfe coating of svc cable was breached and broken. The ptfe liner of the inner coil also found breached. External insulation was abraded at 36.7 cm to 37.3 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The cause of the reported events was due to damages consistent with clavicular crush.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 with alerts for out of range high voltage (hv) impedance and low high voltage impedance on the right ventricular lead. The lead was experiencing varying high voltage impedance and this trend seems to have started around (B)(6) 2019. The hv impedance in particular was found to be excessively lower than the optimal range on (B)(6) 2021 after previously being excessively above the optimal range in the week prior. The alerts associated to these values were shown to have occurred at the same time, but this has been attributed to a diagnostic anomaly. The right ventricular lead was also found to be experiencing noise, which led to oversensing. These events were believed to be due to lead insulation damage. On (B)(6) 2021, the patient presented to the hospital for a lead extraction procedure. The reason for lead extraction was noted to be insulation failure with possible lead fracture and exposed conductor coils. The lead was then successfully explanted and replaced. The patient remained in stable condition.